Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) feature was activated on the right ventricular (rv) lead, resulting in a pacing impedance measurement less than 200 ohms. One non-sustained episode with noise on the rv channel was observed in the arrhythmia logbook. A revision procedure was performed and through visual inspection, the rv lead insulation was degraded near the terminal pin and was easily removed from the conducting wires when the lead was removed from the header. The rv lead was surgically abandoned and replaced. The device remains actively implanted. No adverse patient effects were reported during the procedure.